Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 31 mmol/l. The customer was treated with insulin pump and manual injection. The customer stated that there was crack in the insulin pump. Customer also stated that there was moisture exposure. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, minor scratches on case and cracked keypad overlay. No moisture damage noted on electronic assemblies.